Manufacturer narrative:
(B)(4). Approximate age of device ¿ 34 days. The pump was discarded at the hospital post-transplant. A correlation between the device and the reported hemolysis could not be determined through this evaluation. The instructions for use lists hemolysis as a potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was admitted to the hospital for hemolysis, and was treated with IV heparin. The patient's lactate dehydrogenase level was initially 1300 u/l and dropped to below 500 u/l with treatment. The patient was moved up on the transplant list due to the hemolysis. The patient was discharged on an unspecified date once their inr levels were therapeutic on warfarin. On (B)(6) 2015, the patient received a heart transplant.